Event description:
Inserted the saf-t-intima catheter, flushed and taped down IV. When sliding the clamp closed, the tubing detached from the adapter.

Manufacturer narrative:
The sample was received on 02/13/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).